Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by investigation. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to inadequate work instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip arthroplasty, the modular head was discovered to have damaged inner packaging. Another head was used to complete the procedure. No adverse events have been reported as a result of the malfunction.